Event description:
According to the reporter, during a thoracoscopic partial pulmonary resection procedure, at the time of pulmonary parenchyma resection, the device stopped firing upon firing approximately 20mm from the proximal side. Another reload was used, but the same issue occurred. A new reload was used with the same powered devices to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot# p3h0889); egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3a0264); sigphandle, sig power sigphandle handle, (serial # (B)(6) ); sigpshell, sig power sigpshell control shell, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.